Event description:
Subperiosteal implant was placed in upper left jaw bone in 1989. The synthetic bone or hydroxylapatite filler was used with titanium alloys to promote bonding. 6/15/92 crown fell off and implant dehisced out of gum, fibrous tissues (legs and neck). This is cytotoxic, corrosive, mutagenic and carcinogenic (cancerous). Surgery nov-dec 93 - fibrous tissues.